Event description:
Shoulder surgery, non-sterile sutures believed to have been used. Serious infections resulted, life threatening results, and permanent damage and disability. A six day hosp stay followed and then a six week home health nursing.